Event description:
During the purging of air from whole blood, there was air noted in the patient return line. After several draw and return cycles, it was determined that too much air would be in the air filter. The treatment was aborted. Therakos was notified as was the extracorporeal photopheresis (ecp) supervisor and mbm medical director. There were more than 29 cc of anticoagulant volume returned to the patient in addition to all of the blood in the kit. The patient's vital signs and overall condition remained stable.